Event description:
The initial reporter stated that they received erroneous results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The erroneous results were reported outside of the laboratory. The first sample initially resulted with an na value of 94 mmol/l, which repeated as 111 mmol/l. The second sample initially resulted with an na value of 127 mmol/l, which repeated as 136 mmol/l. The patients were not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined there was a fluidics failure. He expanded a spring for better tension. The customer ran controls and all results met system specifications. The investigation could not identify a product problem. The cause of the event could not be determined.